Event description:
It was reported that the patient was admitted to the emergency room with the following symptoms: altered mental status, pinpoint pupils, and slurred speech. The patient's pump was last filled in 2007, and no changes had been made since then. The patient did not use a personal therapy manager (ptm). The pump was used to deliver preservative free morphine sulfate and bupivacaine. The patient's wife reported that her husband had been on prialt and had had an unspecified adverse reaction to the prialt the following month. She stated that eight days later, the prialt was removed from the pump and morphine was put back in. The next day, the patient went to the emergency room and was subsequently admitted to the hospital with an altered mental status and swelling (location not reported). Additional info has been requested, a follow-up report will be submitted if additional info becomes available.